Event description:
It was reported the pt (B)(6) is receiving effective therapy coverage when lying down; however, when standing, stimulation cannot be felt. An x-ray revealed the pt's lead was moving in the cephalad direction upon standing. Efforts to resolve this matter via reprogramming were unsuccessful. Surgical intervention was undertaken on (B)(6) 2012 to address this matter. The pt's lead was repositioned and effective stimulation was captured as a result.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.